Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported 2 tampons falling apart upon removal. Consumer stated she removed all the tampon pieces and does not plan to see a doctor.